Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The target lesion was located in the right coronary artery (rca). A 8x2.50mm apex coronary balloon was advanced to the lesion. When the balloon was inflated it ruptured at 7atms. The procedure was completed with a different device. There were no patient complications and the patient's current condition is listed as "good". Additional information has been requested and is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)